Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of sbo and hernia, characterized by nausea, vomiting and abdominal pain, which warranted evaluation hospitalization and surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for blocked intestine in their peritoneal wall. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was confirmed the patient was hospitalized on (B)(6) 2019 for nausea, vomiting, abdominal pain, small bowel obstruction (sbo) and incarcerated recurrent right flank hernia. The pdrn stated the patient had a preexisting abdominal hernia, which the surgeon repaired while inserting the pd catheter (not a fresenius product). Reportedly the hernia returned and began to push against the patient¿s small intestine causing an obstruction. The pdrn reported the event(s) were unrelated to a fresenius product, drug or device malfunction or deficiency. A review of the discharge summary reveals the patient presented to the emergency room reporting they were performing ccpd therapy when they became acutely ill. The patient developed abdominal swelling and upper abdominal pain which progressed into nausea and vomiting. Radiologic testing confirmed the presence of an sbo and incarcerated recurrent right flank hernia. The patient successfully underwent surgical intervention to repair the recurrent right flank hernia and sbo on (B)(6) 2019. The patient will transition to hemodialysis (hd) until the abdomen heals (approximately 1 month). The patient¿s current disposition is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.